Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead perforation was discovered three days post implant of the lead. During the rv lead revision procedure, blood was drained from the pericardial sac as a result of the perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.